Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat head pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads placed at the c2-c3 lateral masses, consistent with a cervical medial branch target. In (B)(6) 2025 the patient contacted a nalu representative to report loss of stimulation. The patient completed a remote impedance test and found the right (b side) lead showed impedance errors on all 4 contacts. Assessment of the system confirmed that lead was not delivering stimulation and had migrated away from the intended nerve target. On (B)(6) 2026 the patient was brought in for surgical revision. During the revision the lead was connected to a known-good ipg and confirmed that the lead itself was malfunctioning.the malfunctioning lead was removed and replaced as well as replacing the original ipg out of caution.

Manufacturer narrative:
The patient is reported to be moderately active with normal activities of daily living. Patient travels periodically but does not participate in sports or any physical activity that would be expected to contribute to lead migration. Patient waited 3-4 months to do any basic home chores to allow for scar tissue to form and further anchor the lead and appears to have been fully compliant with post-implant recovery instructions. It is likely that device migration caused damage to the lead, leading to the impedance errors and loss of stimulation. Although there is no identifiable cause for the lead to have migrated, it is notable that the system was implanted for an off-label use.